Manufacturer narrative:
Preliminary risk assessment indicates: severity: 2 (moderate). Reason: there has been no mistreatment or injury reported. A moderate injury e.g. Bodily injury of medium severity is possible which requires medical treatment; a mistreatment is not possible as the user can identify the change of patient position from the intended position. Only one fraction is affected. Probability: d (occasional). Reason: it is unlikely that this would happen during treatment. The table vertical position is correctly displayed at the console and a rtt. No other products are affected.

Event description:
A potential product issue has been identified with our primus plus accelerator. In the abundance of caution this issue is being reported. Following the completion of a radiation treatment and while a patient was being lowered on the couch, the couch dropped vertically 20 cm at a "free fall" speed. Initially the homing button was used to lower however, the movements were not smooth. The therapist then used the hand pendent and upon activating the enable bars, the couch dropped 20 cm. At this point any further treatment was cancelled until the engineering group had a chance to investigate if there was a real problem with the couch before it was returned to clinical use. Root cause and corrective action are pending completion of a final investigation.